Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Event: after positioning the adjustable rigidloop plate on the lateral cortex of the femur, and as indicated in the manual, proceed to adjust the graft through the white loop, before it is blocked, the thread breaks, with which the system was not finished adjusting and consequently the graft is returned. No patient consequences. Action taken for procedure: the implant that failed is removed and a new one is used. Account name was not informed. (B)(4), lot: l393510. Additional information: the sales rep informed us: (B)(6). The patient did not suffer any serious or permanent damage.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: manufacturer name, city and state, MFR site-report source: the manufacturer contact name has been updated as kara ditty-bovard. Contact phone number and email address have been updated accordingly. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this part (232448) and lot (l393510) combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.